Event description:
On 9/20/2023, it was reported by a sales representative via (B)(6) that an ar-200c arthrex ar-200 console stopped working during a case. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, signs of misuse such as scratches around the device were observed. Functioning testing noted that the device did not work. The ar-200c was turned on but did not turn on or show any signs of working. The ar-200c was not opened to check its interior, only the function test was performed. The most likely cause of this condition can be attributed to user error on the device, which could be that some component inside moved, and the switcher did not make a connection to turn it on, or/moisture intrusion.